Manufacturer narrative:
.

Event description:
It was initially reported on (B)(6) 2015 that the patient began experiencing discomfort in the chest that day or the day prior. She was being seen by her primary care physician on (B)(6) 2015. The patient's vns device was checked a couple days prior, and everything was reportedly okay. The patient was undergoing blood work to confirm that this was not cardiac in nature, but it was initially not clear on the relationship to vns. Upon follow-up, the treating neurology nurse practitioner reported that the patient had a myocardial infarction. Attempts to the patient's primary care physician have been unsuccessful to date. The nurse practitioner was unable to provide further information. No additional relevant information has been received to date.

Event description:
It was reported that the patient has a "leaky heart valve" which is believed to be unrelated to vns per the neurologist.